Event description:
It was reported that during a CABG, while assembling with single use device, it "would not work." No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2026. D4 batch #: v9504h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was connected to a generator, evaluated with a test instrument, and was found to be functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. It is possible that the ingress of moisture affected handpiece functionality. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator" describes a condition where water enters the handpiece cavity during the steam sterilization process, with the primary path of ingress being the distal seal, which may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn and no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v9504h, and no non-conformances related to the reported complaint condition were identified.